Event description:
It was reported that the patient presented in clinic for a routine follow up. The atrial lead exhibited low impedance, high thresholds and noise. The device was programmed to vvi mode and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.